Event description:
The customer contact reported that the device did not sound an audible alarm tone during an alarm condition. The pump was returned to the biomedical engineering department for an unspecified reason. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, the device did not sound an audible alarm tone during an alarm condition. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found the device displayed e301 (audio alarm failure) with no audible alarm the alarm assembly. The cause of the disconnected connector could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.